Event description:
The technician alleged the right foot brake caster is not holding. No patient impact.

Manufacturer narrative:
The technician replaced the right foot brake caster to resolve the issue.